Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An independent laboratory performed for olympus a culture test for the device after the device was reprocessed per the directions of the instructions for use. The test results for all channels and the distal end indicate that the culture sampling results conform to the target levels established by the french regulation of (B)(6) 2016 with a number of revivable microorganisms less than 1 cfu/endoscope. The microbiological quality of the duodenoscope is satisfactory, for the parameters sought, for an endoscope subjected to level disinfection. The device has been returned and an evaluation completed for it. Upon inspection the device shows elements of wear and tear. Observations for the device: distal end rubber coating (a-rubber) adhesive is worn out; a-rubber is discolored; connecting tube has a scratch; and angulation is reduced. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available. Customer provided information of their reprocessing method. During pre-cleaning, detergent used is multizym dr. Weigert. During manual cleaning detergent used is multizym dr. Weigert. Brushes used for cleaning are abs an 1865023 and am44302000 brushes and a maj-1888. Automatic endoscopy reprocessor (aer) device is advantage plus pass (cantel medivators). Detergent used with it is intercept plus cantel and disinfectant used is rapicide pa cantel. Maintenance of the device is by cantel.

Event description:
As reported by the customer, after a microbiological routine sampling of this device, carried out as required by french regulation, unexpected contamination was detected which was above the acceptable threshold in all channels. The test was performed prior to use. There was no contamination or any other deterioration in state of health of any person, to which this medical device could have been a contributory cause. Test results of (B)(6) 2022, for all channels: revivable microorganisms: greater than 80 cfu/endoscope revivable microorganisms: greater than 67 cfu/100 ml presence of microbes: citrobacter freundii greater than 80 cfu. Test interpretation: the microbiological quality of the device is not satisfactory, for the parameters sought, for an endoscope subjected to intermediate level disinfection and rinsed with bacteriologically controlled water. Conclusion: the test results for all channels does not conform. The results conform to the action level as defined by the french regulation of (B)(6) 2016, and instructions of (B)(6) 2018. Test results of (B)(6) 2022, for distal end: revivable microorganisms: 2 cfu/endoscope. Revivable microorganisms: 2 cfu/100 ml. Presence of microbes: micrococcacaceae 2 cfu. Conclusion: the test results for the distal end conform to the threshold laid out by the french regulations.